Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/02/2023, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion would not close the jaws completely. This occurred during a case where the needle was inserted fully and reinserted to see if that was the issue, but it was confirmed that the needle was not the issue because it was used with another instrument that was opened and used to complete the case. There was no harm on the patient.

Manufacturer narrative:
Complaint is confirmed. Functional testing found that the returned ar-13999mf has jaws that do not completely close. Visual inspection noted no problems with the device. CAPA-00348 was opened for this issue. This is a known manufacturing issue. Refer to investigation photos.